Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had charred wires on power supply on/off switch. There was no patient involvement, patient harm, or adverse event reported. Upon follow-up the bmt stated the 2008t machine had been removed from service due to not powering up. The bmt confirmed no smoke, burning smell or flames were noted at any time during the reported event. The bmt stated that he did not observe any flame or arcing, or any other visible heat related to the charring found on the switch. The bmt stated that the power switch was the original fresenius part on the machine. The bmt stated that a replacement power supply, rocker switch and spade were ordered and the machine remains out of service pending receipt of the replacement parts. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues associated with the reported event. The bmt confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It was reported the components to be replaced were no longer available for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had charred wires on power supply on/off switch. There was no patient involvement, patient harm, or adverse event reported. Upon follow-up the bmt stated the 2008t machine had been removed from service due to not powering up. The bmt confirmed no smoke, burning smell or flames were noted at any time during the reported event. The bmt stated that he did not observe any flame or arcing, or any other visible heat related to the charring found on the switch. The bmt stated that the power switch was the original fresenius part on the machine. The bmt stated that a replacement power supply, rocker switch and spade were ordered and the machine remains out of service pending receipt of the replacement parts. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues associated with the reported event. The bmt confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It was reported the components to be replaced were no longer available for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.